Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: did this issue contribute to any patient adverse event? Received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6: component code: g07002 ¿ device not returned. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformance's were identified.

Event description:
It was reported that a patient underwent vaginal delivery on (B)(6) 2025 and suture was used. The woman was admitted to the obstetrics department at 11:30 pm. The parturient had regular uterine contractions and was admitted to the delivery room for delivery. At 1:55 am on the next day, a baby boy was delivered. At 2:20 am, the placenta and membranes were delivered naturally and examined intact. Routine examination of the uterine cavity and soft birth canal revealed no abnormalities. The perineum had laceration and was sutured with suture at 2:25 am. After two stitches, the problem of pulling off suture needle happened. Immediately replaced it with new one. There were no adverse patient consequences reported. No further information was provided.